Manufacturer narrative:
Initial.

Event description:
It was reported that the user received urgent low glucose alerts and experienced a blood glucose drop to 43 mg/dl, after which the user ingested oral carbohydrates including food and milk and glucose recovered to 121 mg/dl; the user suspected the drop occurred due to eating later than usual, and no specific device component concern was identified, with available details insufficient to attribute a device problem. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available, with insufficient information to determine a device-related problem and no device component specified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.